Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken battery tube threads and cracked case from reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer stated that the reservoir was able to lock into place. Customer stated reservoir compartment was chipped and rubber part came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.